Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported, follow up visit threshold in unipolar was within range, bipolar threshold was measured high, therefore unipolar setting was continued. The rv lead remains in use, and patient will be monitored.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the right ventricular pacing lead was beyond the expected upper range. Analysis of the device memory indicated pacing capture threshold in the right ventricle was elevated. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use of right ventricular (rv) lead, the impedance in bipolar increased to high. As the rv lead impedance increased, the pacing threshold also increased. It was also reported rv lead suspected fracture. The rv lead was partially turned off and remains in service. No patient complications have been reported as a result of this event.